Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor solder was observed on the battery. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that poor solder to the battery does not affect the sensors functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue with the abbott diabetes care (adc) device was reported. The customer received "deviating measured values" on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced trembling, feeling nervous, and anxiety due to asthma. The customer was unable to self-treat and presented to a healthcare professional (hcp), who conducted a blood glucose test with a result of 3.6 mmol/l on a healthcare professional meter, and gave the customer six pieces of glucose to eat for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified readings issue with the abbott diabetes care (adc) device was reported. The customer received "deviating measured values" on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced trembling, feeling nervous, and anxiety due to asthma. The customer was unable to self-treat and presented to a healthcare professional (hcp), who conducted a blood glucose test with a result of 3.6 mmol/l on a healthcare professional meter, and gave the customer six pieces of glucose to eat for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.